Manufacturer narrative:
(Initial reporter address): (B)(6). This event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating evidence that the device was prematurely deployed. The device was returned without its outer sheath while the blue grip was still attached, enough evidence to determine that an excess manipulation was applied to the device. The catheter was highly kinked. Microscope examination was performed, and it was found that the bushing had hit marks likely the interaction between the yoke and the capsule during the stages of deployment. Dimensional examination was performed on the bushing outer diameter, and it was found within specification. A dimensional examination was also performed between the hooks of the bushing, and it was observed that both sides a and b were within specification. Additionally, the bushing tabs were measured and it had similar measurement on each sides. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the sheath was partially withdrawn from prior to the procedure. The IFU states "to fully expose the resolution clip jaws, hold the over sheath grip and push the handle distally until handle rests against the over sheath grip".

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto the wound; however, the clip could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto the wound; however, the clip could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.